Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2015 via bha. It was reported that the stem's breakage occurred. When the patient tried to stand up, she had uncomfortable feeling and could not walk at home. She was able to walk until fourth week of (B)(6). The patient is now living in a wheelchair. The surgeon checked by x-ray, he found the breakage of the stem from stem's neck to directly under the inner head. In the future, the surgeon will decide the revision surgery or preserving considering the age of the patient. The surgeon commented that he never seen the titanium implant's neck breakage. He requests detail investigation. The implant will be returned if the revision surgery is performed. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the reported breakage turned out to be a fracture of the sciatic and pubic bones, and not a stem's breakage.